Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence and urgrncy frequency. The trial began on (B)(6) 2026. It was reported that it looked like "strings" hanging outside the bandages. It was unknown if troubleshooting was performed and the cause was not known. It was unknown if the issue was resolved.  Patient reported that at around 10:30pm last night, (B)(6) 2026, they felt that as if there was something hanging around their back and when they asked their patient's representative to check it, they said that there were strings hanging out from the bandages.  Advised to contact their doctor, to have it checked and also to change their wound dressing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2026 product type screening device. Product ID 306001 lot# unknown implanted: (B)(6) 2026 product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.